Event description:
I did neurofeedback at (B)(6) back in 2022, never had I had these symptoms before neurofeedback. My symptoms include but are not limited to 2 years out-worsened depression, memory loss, chronic insomnia, muscle weakness, exercise intolerance, tremors, numbness, tingling, hormone issues, attention problems, inability to regulate body temperature, exhaustion with the most minimal effort, feeling disconnected, loss of executive function, loss of organization, inability to learn new information, gut issues, inflammation, memory issues both long and short term.